Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The reported information was obtained through a literature review. The heartmate 3 device serial numbers and other specific case/patient information are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding and renal dysfunction. Additionally, section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as the date of publication (feb2025) since the date of data collection was not provided. The event date was estimated as 01feb2025. Duke university medical center, durham, nc goldberger, m., md, mamoun, n., md, phd, fitch, z., md, bonadonna, d., schroder, j., md, & welsby, I., md. (2025). A novel configuration of venovenous modified ultrafiltration for bivalirudin removal after heartmate 3 insertion. Journal of cardiothoracic and vascular anesthesia, 494¿496. Https://doi.org/10.1053/j.jvca.2024.12.002. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article, "a novel configuration of venovenous modified ultrafiltration for bivalirudin removal after heartmate 3 insertion" that the heartmate (hm) 3 left ventricular assist device (lvad) may be associated with bleeding and acute kidney injury. The case study examined a 65 year old male with stage 3 chronic kidney disease, anemia, and severe right ventricular dysfunction (rvd) with hepatic congestion. The patient presented for redo-sternotomy, hm3 lvad insertion, aortic valve plication, tricuspid valve repair, and axillary intraortic balloon pump removal. Pre-operative estimated glomerular filtration rate (gfr) had recovered from 48 ml/min to 60 ml/min over the days before surgery with medical management as an inpatient, although this rapidly fell in the postoperative period to 32 ml/min and lower, reflecting an anticipated, severe perioperative acute kidney injury. The patient was administered with bivalirudin instead of heparin due to religious opposition. They received an initial bolus dose of 1 mg/kg, followed by an infusion rate of 2.5 mg/kg. A separate, venovenous modified ultrafiltration (vv-muf) circuit with left femoral and right internal jugular 9f central lines prepped into the sterile field was used. To prevent clot development in the cardiopulmonary bypass (cpb) circuit and the lvad and preserve the cpb circuit, the vv-muf pump circuit was kept separate and was initiated only after complete separation from cpb, and clotted at 107 min after 5 l of volume removal and removal of the venous lines. The aortic cannula was left in place for an extended period of time until they were satisfied with the hemodynamics and the majority of the blood products had been transfused. The patient experienced a typical amount of blood transfusion (4 packed red blood cells, 3 fresh frozen plasma, 2 cryoprecipitate units) and bleeding for a redo-sternotomy with patient comorbidities of anemia and hepatic congestion. Active bivalirudin elimination in the operating room was pursued to achieve hemostasis before transfer to the intensive care unit (ICU) to avoid bleeding complications such as emergent reoperation, hemodynamic instability, and massive transfusion, which may have worsened any existing rvd. The patient was discharged in good condition. It was determined that vv-muf could be used to help augment the clearance of residual bivalirudin after cpb if dialysis or plasmapheresis is not immediately available.